Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported a unconfirmed false negative result with the binaxnow¿ covid-19 antigen self test performed on (B)(6) 2021. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Additional information: this supplemental report is being submitted to retract the previously reported event of a false negative result. Further review of the case determined that there was no allegation of a product malfunction.

Manufacturer narrative:
This supplemental report is being submitted to provide corrected data and additional information. Please see updated fields: